Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had a keypad anomaly, rewind anomaly, and audio anomaly. The buttons were less responsive, rewind was loud, and the device was not making any sound when alarming for low battery or high/low blood glucose. The customer's blood glucose was 420 mg/dl. Troubleshooting was declined by the customer. The insulin pump will not be returned for analysis.